Manufacturer narrative:
D10 date returned was extended by 20 minutes. Dimensional evaluation of thereturned liner confirmed the device did not meet all drawing criteria, however slight damage to the liner from attempts at insertiuon may have affected the accuracy of this evaluation. Another liner from the same lot was removed from finished goods and also dimensionally evaluated and found to meet specification. No further reports domestic or international were found against this product/lot code. Based on the investigation findings the need for corrective action is not indicated at this time. Monitor through trend analysis. Should any additional information be received the investigaiton will be reopened. Depuy considers the investigation closed.

Event description:
During primary surgery, the liner would not lock into the cup. A second liner was opened and locked without incident. The surgery was extended by 20 minutes.